Event description:
It was reported that during a laparoscopic nissen procedure, the generator kept on giving an error code 5 (instrument) even after switching the generator on/off repeatedly. The scrub nurse then tried to wipe the instrument clean and the tip of the active jaw broke off and ended up in her hand. The doctor converted to an open procedure after a while, but continued to use the laparoscopic shear. Additional information requested but not received

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.